Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device log was reviewed and no evidence was observed to suggest an inappropriate shut down with the device. It is important to note, the batteries and mfc cable were not returned for evaluation. The device passed final testing, was recertified and returned to the customer. No trend is associated with reports of this type.